Event description:
Per operating room surgeon, da vinci robot instrument is "dull and not cutting well". No harm to patient occurred, instrument removed from sterile field and tagged. Will be returned to manufacturer.